Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the chin is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the chin is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Information in this case is limited, pending clarification of diagnosis of vascular occlusion vs compression. Possible confounding factor in this case includes previous injection with hyaluronic acid in the area treated with radiesse (+), however, details of amount injected and date of injection are missing. Nevertheless, the reported event can occur after treatment with radiesse (+) and causality is therefore assessed as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage, as urgent treatment would be required.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse (+) into the chin (off label use of device) on an unknown date. Batch number and expiry date were reported as unknown. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). The patient was previously injected with hyaluronic acid (ha) into the chin (reported as she had existing ha filler in the chin). After the radiesse (+) injection, the patient experienced suspected vascular occlusion (vo). The provider also thought it was a possible compression due to existing hyaluronic acid (ha) filler in the chin. The capillary refill was present, but slightly sluggish. The reporter noticed it looked improved after the jvl protocol (as reported) was initiated. Due to the provided information, the outcome of the event was considered as resolving.